Event description:
It was reported that primary operation was performed on (B)(6) 2011. According to the x-ray on (B)(6) 2011, the rod's sliding was noticed. According to the x-ray on (B)(6) 2011, the surgeon noticed that the rod came off from the screw head completely. So, revision operation was performed on (B)(6) 2011. The rod and 2 blockers were exchanged with new ones. The pt was not active. The surgeon confirmed that the blocker was tightened completely in primary operation.

Manufacturer narrative:
Two blockers were returned. The other blocker's lot number is zwc. An oasys 3.5 x 120mm rod was also returned. Cat# 48552120, lot# ynm. Method: risk assessment, complaint history analysis, manufacturing record review, visual inspection. Results: the rod migration in this event did require a revision surgery. Reviewing the product history we found 19 previous events similar to this. Previous investigations determined the causes either to be insufficient final tightening, pt pathology, inadequate use of the implants or the root cause was not identified. We also reviewed the manufacturing file for all the returned parts and found no deviations. During a visual inspection we found some marks that are probably from final tightening. One blocker (3th) has two superficial marks on the bottom. The second blocker's underneath is slightly flattened and has a scratch on the first thread. Conclusion: when the correct torque is applied to the blockers during final tightening a certain amount of plastic deformation is expected. From the visual inspection we only saw superficial damage. Additionally, blocker zwc has damage that is consistent with the rod not being fully persuaded before final tightening. It is concluded that under-tightening led to this event.